Event description:
Patient reported that a comparison between patient's ss meter and a health care professional meter using separate finger sticks was 76 and 286. No symptoms were reported. On follow-up, patient stated that patient's ss meter was set to mmol/l. Once set correctly, patient's meter readings were consistent with the health care professional meter. Control solution test result (120) was in range (93-143). Lfs rep reviewed cleaning and using solution on a regular basis. There was no allegation of harm.